Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2019 regarding a patient receiving dilaudid (2mg at 0.35009mg/day) and bupivacaine (30mg at 5.25128mg/day) via an implanted infusion pump. The indication for use was malignant pain. It was reported that on (B)(6) 2019 the patient's husband reported that the patient was over-medicated following personal therapy manager (ptm) activations. No action was taken and the event was unresolved at the time of study exit/death/study closure. The etiology indicated the event was related to the device or therapy, was not related to the implant procedure, and was related to the drug with an increase in dose indicated as a contributing factor. The clinical diagnosis was intrathecal (it) medication side effects following ptm activations. No further complications were reported or anticipated.

Manufacturer narrative:
¿Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome was unresolved at time of death. The death was not related to device or procedure. No further complications were reported/anticipated.